Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect and treat) has been confirmed. Upon investigation, the belt was unable to complete essential performance testing. The root cause for the failure was the electrode belt's ECG c and d cable was cut damaging the wires within the cable. ECG c and d were missing. The root cause for the damaged cable was physical abuse. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.